Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had developed a seroma and hematoma. The patient had "probably" 30 ml of "bloody fluid" drained the day before the report. The day of the report another 30 ml's was drained off. A surgical revision was done on (B)(6) 2013. It was also noted that the patient is bedridden. The cultures from the fluid samples were negative and the catheter dye study did not reveal any issues. The pump was infusing lioresal.